Manufacturer narrative:
Results: the 3maxc was kinked approximately 8.0, 10.0, 25.0, 40.0, 55.0, 72.0, 117.5 and 124.0 cm from the hub. The device was stretched from approximately 125.5 ¿ 143.0 cm from the hub. The device was fractured approximately 143.0 cm from the hub. The total length of the returned device was approximately 143.0 cm. Conclusions: evaluation of the second returned 3maxc confirmed a fracture and revealed stretching on the distal end. If the device is forcefully retracted against resistance, damages such as these may occur. Based on the reported complaint, the root cause of the resistance could not be determined. The distal fractured segment was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 3max reperfusion catheters (3maxcs). During the procedure, the physician noticed that a 3maxc was broken upon removal from the packaging. The 3maxc was then removed and the physician used another 3maxc to continue the procedure. While using the next 3maxc in the patient, the physician reported that it broke and was "sucked in by the penumbra vacuum". There was no report of an adverse effect to the patient.